Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 7 atm when inflated for 30 seconds upon first inflation. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.